Event description:
Reportedly, the surgipro suture was used to close abdominal fascia. Three days post-op the suture broke, fluid came out from the incision and pt experienced increased pain. The pt was resutured. Pt current status is statisfactory.